Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she could not read or see prices at near without glasses and was experiencing stress headaches. She stated her ability to read never improved, and her distance vision improved very little following the procedure. Her surgeon performed photorefractive keratectomy (prk) in her right eye months following the initial iol implant procedure, but her vision did not improve much. The consumer received a second opinion from another doctor and was told that she should be able to read without glasses. Her visual acuity was 20/40 in one eye and 20/30 in the fellow eye. She had previously been told that her vision was 20/25 in both eyes. This report is for the right eye. Additional information has been requested.